Event description:
It was reported that a physician was attempting to use an assurant cobalt device and an admiral balloon device to treat a lesion in a patient in the left iliac. It was reported that the balloon of the assurant cobalt device ruptured while they were delivering the stent during the procedure. It was also reported that the admiral device ruptured during the event (possibly at 8 atms) and was stuck in the sheath after stent deployment. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes: results: other (limited information available, no device or procedural images returned for event); no results available since no evaluation performed. Conclusion: unable to confirm event (no device or procedural images returned for event). (B)(4).

Manufacturer narrative:
Other (root cause is undetermined), deformation problem.

Event description:
Device evaluation: the device was returned for evaluation. During the technical investigation, the device was visually inspected and the balloon on the catheter showed traces of blood in the balloon and along the shaft. The device exhibited no damage on the shaft, tip or any other deformations. The balloon had a longitudinal tear along its entire length. Cine image review four (4) procedural images were provided for review but they do no clarify the procedural context of the failure as they do not show the reported burst event.